Event description:
In (B) (6) 2008, a doctor informed kerr corporation that the le demetron I spontaneously combusted. The unit was seated in its stand and was not in use when the incident occurred. Immediately after the incident, the doctor's assistants removed the battery from the unit. The doctor reported that there were no injuries as a result of this incident.

Event description:
It was reported that during an exam, the left gantry door support arm impacted the rotating frame during rotation. The upper gantry door and several associated components on the rotating frame were damaged. The pt on the table at the time of the event initially reported no injuries. The customer subsequently reported that the pt had "superficial scratches on his right arm" as a result of the event. There was no record of treatment. This info came from an ER nurse who was treating the pt's other injuries (the pt had fallen off a truck).

Manufacturer narrative:
No evaluation has yet been conducted. A request has been made to the customer to return the device for evaluation. This incident is MDR reportable as a malfunction because it could cause or contribute to a serious injury if the malfunction were to recur.

Manufacturer narrative:
(B) (4)